Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not functioning properly. Upon removal, it was noted that the sensor electrode was missing. Customer's doctor was unsure whether or not the electrode was stuck in the customer's skin. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.